Manufacturer narrative:
Concomitant medical devices: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and high thresholds. It was further reported that there was a separation of the lead tip from the lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.